Manufacturer narrative:
Additional information has been requested and if available, it will be submitted on the supplemental report.

Event description:
It was reported that, "5570-t-060, became stuck on trial baseplate. A 6543-4-801 bent while trying to remove the offset".